Event description:
The customer reported an imx hcg result of 2,536 mlu/ml on friday (date not provided). On monday a result of 23,390 mlu/ml was reported. The sample tested on friday was retested yielding a result of 17,560 mlu/ml. No impact to pt mgmt is reported.